Manufacturer narrative:
(B)(4). Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was physically damaged; the reservoir compartment was cracked. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to identify how the damage occurred. Additionally, the insulin pump was dropped in a pool. A self test was performed and the device passed. However, the customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
The aware date provided with follow up report#1 was incorrect. The correct information has been provided with this report.